Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, eccentric target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. It was noticed that the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Proximal end struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, eccentric target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. It was noticed that the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported.